Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing which included, bench handling and functional stress testing without duplicating the customer's report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.